Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported "an alarming pump, but when asked what error msg was on the screen the error had cleared and normal infusion resumed. He noticed air in the tubing past the air filter." Pump was powered off and line was clamped. Medication being infused was unknown. No patient injury reported.